Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead issues were due to the device status of elective replacement indicator (eri). At the device changeout procedure, the lead measurements were within normal limits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed a lead warning for the right ventricular (rv) lead for low impedance. In addition, the lead had high capture thresholds. The lead remains in use. No patient complications have been reported as a result of this event.